Manufacturer narrative:
B3 - date of event: date of event was approximated to 05/01/2026 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the guidewire broke. A 330cm rotawire-ic was selected for use. During the procedure, it was noted that the guidewire broke upon entering the warhead, making it impossible to move forward. The procedure was then completed using an alternate device, and no patient complications were reported.